Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The patient reported that pacing could be felt. A lead fracture was suspected. No intervention was performed. The patient was in stable condition.